Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During eval, the force sensor was found to be out of calibration. Further investigation found the force sensor plate to be damaged. The force sensor shim was worn and loctite adhesive was observed around the force sensor. Unrelated to the complaint, an unidentified high force was observed in the black box.

Event description:
During eval, the force sensor was found to be out of calibration and the force sensor assembly was found to be damaged.